Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the use by date (ubd) of the implantable neurostimulator (ins) was (B)(6) 2015 and it was implanted on (B)(6) 2015. The device was 27 days past the expired date at implant. No symptoms reported. It was noted that the patient was implanted for spinal pain.